Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that actions/interventions taken to resolve the reported issues included a CT and egd, which were both negative. The battery was turned off with resolution of pain but not the nausea/vomiting; the battery was turned on with recurrence of pain. The entire device was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient had both leads and battery replaced. It was noted that the shocking was cured after the replacement, but the patient¿s symptoms were not being controlled. It was reported that the patient was experiencing a lot of stressors in life that the doctor believed was contributing to a lot of their symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the patient had their pacemaker placed back in 2011. The patient had had nausea and vomiting for about 2 weeks. The patient went into the hospital for sudden shocking and pain at the battery site the last 2 days, and denied being around anything on the list of things that would have caused this shocking. It was noted that the patient¿s setting was low/rate 14. The patient had violent vomiting episodes. It was noted that the patient had a fall in the last week or so; however, additional information was reported that clarified the patient did not fall. It was unknown what may have led or contributed to the issue and what interventions/troubleshooting was performed to resolve the issue; the issue was not resolved at the time of the report. No further complications were reported/anticipated.